Manufacturer narrative:
Due to character limitation in block e1: event site name: (B)(6). Additional point of contact: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they inspected and checked the equipment and confirmed that it could be used normally. No parts were replaced during the visit. Device passed the performance and safety checks according to factory specifications.

Event description:
It was reported that during use, the cardiosave intra aortic balloon pump (iabp) may require maintenance. There was patient involvement reported and no injury or harm reported.